Event description:
Low sensing was reported. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead including the connector pin measuring 12.8cm and the distal portion measuring 28.8cm was returned for analysis. The damage found was sustained during the surgical procedure. Without the return of the entire lead a complete analysis could not be performed.